Event description:
It was reported, the pt cannot increase stimulation. The pt will be in a different state for the next three months and is currently awaiting a physician referral for system interrogation and troubleshooting. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.